Event description:
Reporter indicated that the patient underwent generator revision surgery due to an increase in seizures. The seizures occurred during the two weeks prior to revision surgery. It is unknown if the increase in seizures was higher than pre-vns baseline. Good faith attempts to obtain more information have been unsuccessful to date.